Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320883 batch no. 9079937. It was reported that during use of the bd ultra-fine¿ nano insulin pen needle 3 needles didn't work. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: "I receive my bd nano ultra-fine pen needles from caremark. The last box I received lot #9079937 had at least 3 needles that didn't work. I haven't finished the box so I don't know if there will be anymore. I travel quite a lot and take a few extras needles when I pack. This trip I had 3 needles that didn't work. I used the same needle 3 times so I would have enough."